Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was not received blood glucose (bg) information from their dexcom cgm. The user could see bg info on the dexcom app but not the ilet. After troubleshooting the sensor was repaired to the ilet. The user was hyperglycemic with a bg of 238 mg/dl for more than 90 minutes. Upon reconnecting the sensor and resuming insulin delivery, bg was corrected. There was no further intervention required.